Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure with sils, the instrument does not rotate and it breaks at the distal part. No danger to the patient. No blood or tissue loss. There was a 20 minute delay. Another instrument was used to complete the procedure.

Manufacturer narrative:
(B)(4).